Manufacturer narrative:
Off label use due to use of device in short neck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the type ia endoleak was a gutter leak running from the left renal stent with a max length of 37 mm. It was decided to leave the endoleak untreated. At the 30-day ultrasound follow up, there were no signs of a persistent endoleak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. The proximal aortic neck was 2mm and the diameter ranged from 26-28mm. It was reported one week post the index procedure a type ia endoleak was observed. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.